Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Tandem technical support instructed the customer on steps to resolve the occlusion, including disconnecting and tightening the tubing and delivering additional boluses. However, the occlusion alarm recurred, indicating a blockage in the cartridge. The customer changed supplies and resumed insulin therapy, and no external assistance was required.